Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced "double vision and migraine after injecting" after a patient was injected under the right eye with 0.3 ml of juvéderm® volbella¿ xc and under the left eye with 0.2 ml juvéderm® volbella¿ xc. Treatment is noted as ¿hylenex was immediately injected in case of vascular occlusion (approximately 2 ml under the right eye and along nasal bone)¿, ice, 500mg tylenol, 2 ibuprofen, anti-nausea, and migraine relief medication. It was noted ¿no issues with left eye filler.¿ event is ongoing at this time.